Event description:
The customer reported that upon powering on the thermogard console sn (B)(6) for ivtm therapy, it displayed a mid:09 (air trap assembly) error. The user placed another console to continue the therapy. No consequences or impact to the patient.

Manufacturer narrative:
The customer's complaint that the thermogard console sn (B)(6) displayed a mid:09 (air trap assembly) message was confirmed during functional testing and archive data review. The root cause of the reported complaint was a failed air trap sensor block. An event log data review revealed a mid:09 error message, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 error message, confirming the reported complaint. The air trap sensor block needs to be replaced to remedy the fault. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).